Manufacturer narrative:
(B)(4). Concomitant medical product: vangaurd ps tibial bearing catalog # ep-183642 lot # 210320. (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-02013.

Event description:
It was reported that during a total knee arthroplasty, the nurse noticed that the size printed on opening the sterile package label did not match with an actual implant size. Another device was used to complete the surgery.

Manufacturer narrative:
This follow up report is being filed to relay updated and additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection was performed on the returned products. The implant inside did not match the outside box or inner cavity labeling. Investigation results concluded that the reported event was due to manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report(s): 0001825034-2018-02013-1; 0001825034-2018-02012-1.